Manufacturer narrative:
Multiple attempts with the site have been made; however, at the time of this report, the accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned and/or if additional information is received.

Event description:
(B)(4). Event desc: patient undergoing prostatectomy via robotic assistance. Surgeon was using the harmonic curved shears insert for the davinci when, during the procedure, he noticed the tip of the harmonic had come off. Harmonic tip noted to be off at approximately 3 hours into the surgery. It was all retrieved and surgery was completed. Patient sent to recovery. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.